Event description:
It was reported that when using the bd pyxis¿ es server, multiple pyxis stations displayed notifications indicating patient data and patient orders were not current due to a patient interface problem. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that station was critical override due to a patient interface issue for more than 4 hours. A technical support specialist (tss) found server was unresponsive with high memory utilization and repeated low memory errors. Further investigation showed no response from patient encounter system (pes) or health sight viewer (hsv), and the application pool had been automatically disabled due to repeated failures, impacting system functionality. Required services were restarted including sync service, external messaging service, net messaging listener adapter, net.pipe listener adapter, net.tcp listener adapter and the application server was rebooted as per the knowledge article "pyxis es server reboot process and validation" which restored server responsiveness. Post-reboot, access to the server was successful, interfaces resumed normal processing, no further errors were observed, and the issue was resolved following the application server reboot. The system functioned as intended after the technical support specialist troubleshot the device.